Manufacturer narrative:
It was reported to the arjo representative that there was the incident with the involvement of arjo system - toilet sling and maxi move passive floor lift. It was stated that during patient transfer, part of the sling clip broke off. After noticing the failure the patient was safely lowered back into bed by the caregiver. There was no injury or fall reported. The device evaluation was not able to be conducted by arjo technician as the claimed sling after the incident has been thrown away. Additionally, the customer is in a possession of several maxi move floor lifts and the condition of the one involved in the event remains unknown, as the customer was not able to point out exact device that was used during the reported transfer. It was reported that "a piece chunk of the black portion of the clip broke off." According to the picture provided the piece of clip broke at the spreader bar pin attachment . The breakage did not lead to the clips detachment from the lift spreader bar at any point and the resident was safely lowered back to the bed. It should also be noticed that even though we cannot determine manufacturing date of the sling, based on product knowledge, we can state that clip fractions could been caused by different factors, e.g.: 1) clip was being pinched with a force much higher than the force it will normally receive; 2) much higher strain, where the clip becoming caught on by an obstruction; 3) normal wear of the product occurring after expected service life covered by the instruction for use; 4) normal wear of product occurring after too often washing, usage of illicit chemicals, not adhering to cleaning instruction provided in instruction for use. The instruction for use (04.sc.00-int1_2, october 2014) for sling includes warning for the patients: "the operational life of the sling is dependent on the actual use conditions. Therefore, before use, always make sure that the sling straps do not show signs of fraying, tearing or other damage and that there is no damage (i.e cracking, bending, breaking) to the attachment clips. If any such damage is observed, do not use the sling. If you have any doubts about sling safety, as a precaution and to ensure safety, do not use the sling." "Check all parts of the sling, see section "parts designation" on page 4. If nay part is missing or damaged - do not use the sling." "To avoid the resident from falling, make sure that the sling attachments are attached securely before and during the lifting process." "Slings should be stored away from direct sunlight where they are not subject to unnecessary strain, stress or pressure, or to excessive heat and humidity. The slings should be kept away from contact with sharp implements, corrosives or other possible causes of damage." "To avoid material damage and injury, clean and disinfect according to this IFU: - no other chemicals are allowed, - never clean with chlorine, - chlorine will deteriorate the surface of the material." The instruction for use for the maxi move floor lift (001.25060.en rev.12, 12/2015) also contains information about proper lifting process: "before raising the mast make sure there is enough clearance above the maxi move to ensure the safety of the patient and the people around, and to avoid injuries. Be very careful when passing through door openings." According to all information gathered during investigation the root cause of the event cannot be indicate with certainty due to lack of detailed information. From previous investigations into similar problems, it is concluded that the damage to the clip is not likely to have occurred during or due to on-label use. All sling clips outperform their specification, except when damaged. If the caregiver follows every guideline given in the IFU, there is a very low possibility of any potentially risky situation to occur. To conclude, while the incident occurred the passive floor lift maxi move and the clip sling was being used for patient transfer. The sling and the lift which work as a system were not up to the manufacturer's specification because the small piece of the sling clip broke off during the resident transfer. Despite the malfunction did not cause nor contribute to the adverse event, we have decided to report this complaint to the competent authority based on the potential for health impact if the malfunction (clip breakage during patient's transfer) would to re-occur.

Manufacturer narrative:
This report is being filed under exemption e2012068 by the arjohuntleigh magog inc. (Registration #9681684) on behalf of the importer arjohuntleigh inc (ahus) (registration #1419652). Additional information will be provided following the conclusion of the investigation.

Event description:
It was reported to the arjo representative that there was the incident with the involvement of toilet sling and passive floor lift maxi move. It was stated that during patient transfer part of the sling clip broke off but did not detach from the lift spreader bar. After noticing the failure the patient was safely lowered into the bed by the caregiver and there was no fall reported.